Manufacturer narrative:
Tian et al. "Total elbow joint replacement for the treatment of distal humerus fracture of type c in eight elderly patients." Journal title. 8(6):10066-10073. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2017-00736). No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. Initial reporter - the article was written by wei tian, chao he and jian jia involving hospitals tianjin hospital of china and tianjin university of traditional chinese medicine, china.

Event description:
It is reported in a journal article that one patient experienced ulnar nerve symptoms and horizontal heterotopic ossification in the medial epicondyle of the humerus six months following elbow arthroplasty. This post-operative complication did not impaction elbow functionality and was treated successfully with oral medication. No further information is available.